Manufacturer narrative:
The device was not returned for analysis. No device issue was reported. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there are no related effects to the tcds. There was no device malfunction and no adverse patient effects. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Code 2915 was removed.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, it was determined that mitraclip was implanted on the tricuspid valve. When physician tried attempting triclip implantation on the tricuspid valve, it was determined that single leaflet device attachment (slda) has occurred for the second clip and clip was no longer attached to the septal leaflet. Physician decided on not implanting the triclip as they were unable to reduce the tricuspid regurgitation (tr). Physician confirmed there were no device malfunctions or inadvertent interactions with the clip. The final mr was grade 5. There were no adverse patient effects or clinically significant delays reported. On 01 january 2026, this complaint was determined to be not reportable after an initial report was filed. 2915 code was updated to 3189.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, it was determined that mitraclip was implanted on the tricuspid valve. When physician tried attempting triclip implantation on the tricuspid valve, it was determined that single leaflet device attachment (slda) has occurred for the second clip and clip was no longer attached to the septal leaflet. Physician decided on not implanting the triclip as they were unable to reduce the tricuspid regurgitation (tr). The final mr was grade 5. There were no adverse patient effects or clinically significant delays reported.